Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the screen on this unit turned a burnt orange and then shut off. When attempting to turn the unit back on it stays black. There was no patient harm at the time of the incident.

Manufacturer narrative:
Results of investigation: the suspect faulty front panel was returned for evaluation where the reported issue was reproduced and isolated to the light emitting diode backlight failing. In the event additional information becomes available a follow-up report will be submitted at that time.